Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, that her onetouch verioflex meter was reading inaccurately high compared to her feelings and/or normal readings, and displaying an error 2 message. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient was unable to advise when the alleged issues began with the subject device. The patient was unable to provide exact readings obtained on the subject device; however, she did say that the results ranged between "178-200 mg/dl" which she felt were inaccurately high compared to her feelings and/or normal readings. It is not known what medication, if any, the patient takes to manage her diabetes or if she made any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that an unknown time after the alleged inaccuracy and error issues began with the subject device, that she began "shaking" and advised that she "was not feeling well". The patient advised that her relative made her drink some orange juice as treatment for her symptoms. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device at the time of testing. The patient advised that she was unsure whether the test strips had been opened beyond their discard date and was unable and/or unwilling to walkthrough a control solution test to test the subject test strips. The cca established that the device was not being used for the first time and during a walkthrough of the error 2 issue observed, noted that the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged issues with the subject device began.